Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during lead implant procedure, the left ventricular lead exhibited high pacing impedances. The lead was not used, and a new lead was successfully implanted. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.